Event description:
Customer reported that the escape button on the insulin pump's keypad were not responding. Customer also stated that she had to press the escape button three times before it would respond. Blood glucose level was 92 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No damage to the keypad traces were noted. However, an unlocked connector was noted on the display board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.